Event description:
Caller reported they did not observe drops of insulin at the end of the tubing during the fill tubing step of the load sequence. Customer¿s blood glucose (bg) level was 526 mg/dl. Elevated bg was address by a manual insulin injection and did not require assistance from a third party. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed.